Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 10 mm amplatzer septal occluder and a 7fr 45/80 amplatzer trevisio intravascular delivery system were chosen for procedure to close an atrial septal defect (asd). During procedure, the occluder deployed into a cobra-like deformation despite careful prepping and handling. The device was removed from the patient prior to release from the delivery cable, and it was exchanged with a 9 mm amplatzer septal occluder which was successfully implanted with no further issues. The physician believed that a smaller device would conform and adapt better to the patient's anatomy to avoid another cobra-like deformation just in case the problem was not only device related. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported event of "the occluder deployed into a cobra-like deformation" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.